Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded episodes of myopotential noise and oversensing that led to pacing inhibition of unknown duration though stored episodes showed no instance of asystole greater than two seconds. When seen for follow-up subsequent to an episode resulting in dizziness, the issue was reproducible in clinic. It was also noted that the patient's unknown right ventricular (rv) lead exhibited low, but in-range, pace impedances. Device sensitivity was reprogrammed and while noise could still be observed, it was not sensed by the device. There is no plan for intervention at this time but the patient will be seen if future symptoms of dizziness reappear. No adverse patient effects were reported. This system remains in service.